Event description:
A report was received that the patient was having difficulty charging. A database analysis indicated that the ipg was prematurely depleting. The physician replaced the ipg and the patient was doing well after the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.